Event description:
It was reported that the customer was vomiting and hospitalized for diabetes ketoacidosis. Also, it was reported that the insulin pump alarmed no delivery two times. The infusion set was changed and the insulin pump no longer alarmed. The blood glucose reading was not reported. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.